Event description:
It was reported that during the procedure, the subject balloon ruptured during use. The procedure was completed successfully without clinical consequence to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. On initial inspection, the device was returned in the introducer sheath. The lot number was confirmed from the hub and the returned packaging. On visual/ microscopic inspection, the balloon catheter hub was inspected and no anomaly was noted. The balloon catheter shaft was was kinked 82.5cm from the proximal end. On functional testing, it was not possible to advance the demonstration 0.014¿ guidewire through the kinked shaft therefore the shaft was cut approximately 10cm from the distal end in order to advance the guide wire to perform the inflation test. The device was inflated without difficulty and there were no leaks noted to the inflated balloon. The reported event was not confirmed based on product analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging, there were no anomalies noted to the device prior to use, the device was prepared as per the dfu, continuous flush was maintained and the patient¿s anatomy was not tortuous. The device was not inflated over nominal pressure or excessive pressure used. The balloon was not able to be successfully inflated during preparation, a syringe was used to inflate the balloon and the correct inflation medium was used to inflate the balloon as per the dfu. The balloon was damaged and had popped (burst/ruptured) during preparation. Another transform device was used to complete the procedure. The device was returned for analysis and the as reported ¿balloon burst/ruptured during preparation¿ was not confirmed as there was no anomaly with the balloon and it was inflated without issue. The device was severely kinked 82.5cm from the proximal end which most likely occurred during preparation of the device. The as analyzed ¿balloon catheter kinked/bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
It was reported that during the procedure, the subject balloon ruptured during use. The procedure was completed successfully without clinical consequence to the patient. Additional information was received that the subject balloon catheter had burst during preparation outside the patient. No clinical consequences were reported to the patient due to this event.